Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy, the first and the second firing of the device was completed with no problem. At the third firing, on the pulmonary parenchyma of the upper left lobe, the surgeon clamped the tissue and confirmed that the device was on firing mode, then tried to fire the device however it would not fire. The surgical time was extended by less than 30 minutes. The reload was replaced and firing was completed with no problem. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.